Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose (bg) level of 386 mg/dl with high ketones. Customer was treated with intravenous saline and insulin. Customer was released the same day with issue resolved. Pump system check performed with tandem technical support indicated that pump was operating as expected.